Event description:
Follow up information received from the patient reported that there had been no changes that they were aware of that led up to the lead migration issue. They did not know when it broke but knew they had changes in some sensations in the back several months ago. The patient stated that they had not had any falls or had any ¿close calls¿. They had not used the ins in a few months after it was implanted. No steps had been taken to resolve the issue and nothing set up at the time of report as they to wait to see a surgeon for other device (pump) replacement. The patient did state as a result of the length of time they have had to wait for the replacement, they had to endure considerable increased pain which was upsetting. If additional information is received, a follow up report will be sent.

Event description:
Further follow up information reported that the patient was misinformed regarding a broken lead. They were just told it was not broken. The patient was to see their doctor on (B)(6) 2016 about possibly doing something about this. It additional information is received, a follow up report will be sent.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a patient and a health care provider regarding that patient who was implanted with a neurostimulator for spinal pain and non-malignant pain. It was reported that the patient had a "broken wire." A CT scan and an x-ray confirmed the wire was broken. The patient reported that suddenly, 8 months prior to the report, he felt a "popping" or "moving" sensation near the area where the lead was located/inserted and he had increased pain. This was considered a sudden change in symptoms. The patient's health care provider (hcp) was having difficulty finding a surgeon to revise the lead. There was no surgery planned for the revision of the lead. The results of the x-ray on 2016-01-23 were as follows. There were 5 non-rib bearing lumbar vertebral bodies. There was slight levoconvex curvature. Spinal stimulation device was present in the posterior spinal canal; the distal tip was at the level of t12. Additional catheters overlie the spinal canal at the level of l3. There was grade 1, near grade 2 anterolisthesis of l5 on s1. This did not appear to change significantly in flexion or extension given differences in positioning/technique. There was degenerative disc disease throughout the lumbar spine. Endplate degenerative changes were also visualized. Narrowing was greatest at t12-l1, l1-l2 and l5-s1. There was very slight retrolisthesis of l1 on l2, which was unchanged in flexion and extension. There was mild wedging of the super endplates of t12 and l1, chronic in appearance. Facet degenerative changes were present throughout the lumbar spine with apparent pars defects of l5. Impressions of the x-rays were as follows. Degenerative changes as discussed, with grade 1 anterolisthesis of l5 on s1 without significant instability in flexion or extension. No acute fracture. Wedge deformities of t12-l1, chronic in appearance. The results of the CT scan on (B)(6) 2016 were as follows. Serial transaxial images of the lumbar spine and reconstructed coronal and sagittal views were created. 76 ml optiray 320 was administered for the study. Correlation was made to plain radiographs from (B)(6) 2009. There had been a laminectomy at l5. There was no lumbar compression fracture. There was a grade 1 anterior spondylolisthesis of l5 relative to s1 with a degenerative disc at l5-s1. There was a grade 1 posterior spondylolisthesis of l1 relative to l2 with advanced disc space narrowing at l1-2 and a degenerative disc present. Large anterior osteophytes were seen at l1-2 and there was also a component of soft tissue density anteriorly at l1-2 that was likely fibrosis. There was moderate narrowing of the l3-4 disc space. There were mild facet degenerative changes at l4-5 and mild to moderate l5-s1. There were paired spinal electrodes that entered the thecal sac at the l1-2 interspinous level and extend cephalad out of field of view. There was also a fragment of an electrode in the thecal sac that extended from l3-s2 and this particular fragment was believed to have arisen from an electrode that extended towards the right side of the spinal canal entering at the l3-4 interspinous level. At l3-4 there was mild diffuse disc bulging without significant spinal canal stenosis. At l4-5 there was minimal diffuse disc bulging without significant spinal canal or neural foraminal stenosis. The neural foramina at l5 were both narrowed to a moderate degree, but the other neural foramina appeared to be normally maintained. Impressions of the CT scan on (B)(6) 2016 were as follows. Disc bulging at l3-4 and to a lesser degree atl4-5 without significant spinal canal stenosis. Moderate l5 neural foraminal stenosis. Degenerative osteoarthritic changes of the lumbar spine as described above without compression fracture. The results of a CT scan on (B)(6) 2016 were as follows. The findings on the radiograph from (B)(6) 2016 were unchanged in comparison with the CT from (B)(6) 2016. The vertically oriented catheter fragment extends from the level of l3 to the level of s2 and may have originated from the catheter that extended between the spinous processes at the level of l3-l4. There were 5 non-rib bearing lumbar type vertebral bodies. There was a spinal stimulator device extending to the level of t12-l1. There was an additional catheter which projects over the spine at the level of l3. This was unchanged in position in comparison with the radiograph from (B)(6) 2015. Additionally, there was a vertically oriented catheter fragment projecting over the thecal sac in the lower lumbar spine. The superior end of the catheter fragment projected over the level of l3. The inferior extent of the catheter fragment was not well characterized on this exam. There was mild anterior height loss of the t12 and l1 vertebral bodies, unchanged. There was grade 1 anterolisthesis of l5 on s1 and minimal retrolisthesis of l1 on l2, unchanged. There was mild to moderate degenerative disc disease and paravertebral osteophytosis throughout the thoracolumbar spine, worst at l5-s1. There was facet arthropathy, worst in the lower lumbar spine. The patient was status post laminectomy at l5. There was no evidence of acute fracture. The visualized bony pelvis is intact. Phleboliths project over the pelvis. Impressions of the CT scan on (B)(6) 2016 were as follows. Spinal stimulator projected over the thoracolumbar junction. An additional catheter projected over the level of l3 and a catheter fragment projected over the lumbosacral spine. Correlation with recent prior CT was recommended. Grade 1 anterolisthesis of l5 on s1 and minimal retrolisthesis of l1 on l2, unchanged. Mild to moderate degenerative disc disease and facet arthropathy throughout the thoracolumbar spine. The patient's concomitant medications include clonidine 4mg/day, fentanyl 1043 mcg/day, and ropivacaine. The patient's medical history included chronic back pain and post laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.